Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the snare loop did not completely exit the sheath into the patient's colon when the handle was actuated. No visible damage to the device was noted. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Visual evaluation of the returned device found the flare to be detached. Additionally, two kinks in the working length were noted and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Investigation results showed the flare to be detached, which prevented subsequent device extension. However, review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.